Event description:
Report #2 of 2 received of a leak of chemotherapy solution. The reporting nurse initiated an infusion of taxotere via an acclaim pump at 265ml/hr while the pt was sitting up in a chair. Approximately 5 minutes later, while attending to the roommate sitting in the adiacent chair, the nurse heard a pop. The pt receiving the taxotere infusion immediately commented that there was a leak. The taxotere did not contact the pt. Upon inspection, the nurse found a leak at the filter and stopped the infusion. The roommate's family member was sitting nearby and found a few drops of the taxotere had sparyed onto their hand. The nurse instructed the family member to wash it well with soap and water. There was no irritation noted. There were no reported adverse effects and no medical interventions were required.